Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost adequate coverage. It was determined that there were only six usable contacts out of thirty two and then eventually, all contacts on the leads were out. The patient underwent a procedure wherein the leads were replaced. Device malfunction was suspected. The patient was reportedly doing well post operatively.